Event description:
On (B)(4) 2012, customer reported that the white blood cell (wbc) bath of the act diff instrument was overflowing. Customer resolved the leak. Customer changed the wbc check valves and flushed the wbc drain lines and replaced the tubing through lv15. This resolved the leak. No injuries were reported and no erroneous patient results were generated.

Manufacturer narrative:
(B)(4).